Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while resecting the stomach and while using the first reload, during a laparoscopic mini gastric bypass, the surgeon placed the jaws on the stomach and pressed the green button but the stapler was not able to fire. The staple line was incomplete proximally. They replaced the tan reload to purple and then switched to a different device set to complete the case. There was no patient injury.